Manufacturer narrative:
A getinge technical support representative spoke with the end user over the phone and noted the off-label use and advised that troubleshooting could be provided as from a femoral approach. The clinical reasons for the alarm were reviewed. The end user was not willing to provide any additional information and indicated that the patient had gone into surgery as a call came in that a heart was arriving for transplant. At this time, the customer has not requested for getinge to evaluate the iabp unit involved. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that during off-label use on a patient via axillary insertion , the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. No patient harm or adverse event was reported.

Manufacturer narrative:
At this time, the customer called for assistance but was not requested onsite to evaluate the iabp unit. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.